Event description:
Pin (213524) tip broke off in tibia upon insertion. Surgeon attempted to put pin in tibial crest of male patient with dense bone (according to surgeon). Case type: pka. Post x-ray.

Manufacturer narrative:
Reported event: pin (213524) tip broke off in tibia upon insertion. Surgeon attempted to put pin in tibial crest of male patient with dense bone (according to surgeon). Case type: pka , post x-ray. Product evaluation and results: the product was unavailable for inspection as the product was not returned. The post op x-ray provided shows a radiopaque object in the typical location and similar size for the bone pin tip. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 48011117 and accepted on 12-21-17. Review of the product history records indicate (B)(4) devices were manufactured under lot no 48011117 and accepted on 12-22-17. Review of the product history records indicate (B)(4) devices were manufactured under lot no 48011117 and accepted on 12-22-17. Complaint history review: a review of complaints in trackwise related to p/n 213524, l/n 48011117 shows no additional complaints under investigation related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs 1470754 and CAPA 1480798 are associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pin (213524) tip broke off in tibia upon insertion. Surgeon attempted to put pin in tibial crest of male patient with dense bone (according to surgeon). Case type: pka. Post x-ray attached.